Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed a hematoma on his spinal cord and leg weakness. Subsequently, the scs lead was removed from the epidural space but left implanted peripherally should the hematoma symptoms subside and it be determined the lead will be reinserted into the space and stimulation turned back on. Follow-up identified the hematoma resolved, but recurred after the 2nd surgery. No additional information is available at this time.